Manufacturer narrative:
Date rec'd by MFR: 22jun2019. Date of report: 24jun2019. The central processing unit (cpu) printed circuit board assembly was returned to the manufacturer for failure analysis. It was determined that the backup alarm failure was due to the piezoelectric buzzer ls1 component failure. Correction: this was a malfunction only. There was no serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 31may2019. Date rec¿d by MFR 24apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was provided with the part identification number for the central processing unit (cpu) and the fse discussed how to reinstall the software options. The customer reported that the cpu was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation/repair has been complete.

Event description:
It was reported that a backup alarm failure occurred. There was no patient involvement. Event date not specified, estimate used.